Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: the device was returned without the product label or packaging. All 6 arms and 6 legs were present and intact. No limbs were crossed. No anomalies to the filter were noted. Dimensional evaluation: heat was applied to the filter and the filter took the appropriate shape. All dimensional measurements met the required specifications. Medical records review: medical records were not provided for review. Image/photo review: based on the images provided, a bard denali jugular filter was deployed at the level of l3-l4 the lumbar spine can be confirmed. Based on the images provided, some filter legs were crossed at the caudal anchors can be confirmed. Based on the images provided, the filter migrated approximately half of a vertebral body from the initial deployment, can be confirmed. Conclusion: the device was returned. Images were provided. Based on the images provided the investigation can be confirmed for crossed filter limbs and a positioning issue as the filter migrated approximately 1.5cm from the intended location of deployment. Based on the available information, the definitive root cause was unknown. It was unknown if patient and/or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warning: - delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. - care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight; however, the use of excessive force which can cause slippage of the threads and/or breakage of the hub should be avoided. - do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher handle at anytime during this procedure. Precautions: - it is very important to maintain introducer patency with a saline flush to prevent occlusion of the introducer, which may interfere with delivery device advancement. - care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight; however, the use of excessive force which can cause slippage of the threads and/or breakage of the hub should be avoided. - do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher at anytime during this procedure. Potential complications: - failure of filter expansion/incomplete expansion. Additional MFR narrative: device available for evaluation?; if follow-up, what type?; model #/lot #; date received by MFR; device evaluated by MFR?; (device code); (conclusion code); the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a jugular deployment of a vena cava filter, the filter legs/anchors allegedly did not fully expand and the filter migrated approximately 15mm from the intended treatment site. The health care provider successfully captured and retrieved the filter. The procedure was rescheduled for the following day. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The ibc coordinator stated that the device was available for evaluation. A sample return kit was sent is pending return. The results of the anticipated device evaluation will be provided upon completion of the event investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a jugular deployment of a vena cava filter, the filter legs/anchors allegedly did not fully expand and the filter migrated approximately 15mm from the intended treatment site. The health care provider successfully captured and retrieved the filter. The procedure was rescheduled for the following day. There was no reported patient injury.